Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo lesion in the distal left anterior descending (lad) artery. A 2.75x15mm xience prime stent was deployed at 16 atmospheres; however a distal edge dissection was noted. Another xience prime stent was used to treat the dissection and the procedure was completed successfully. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.